Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 3.8, lab: 2.8. Date: (B)(6) 2010, inratio: 2.1, lab: 3.2.